Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report falsely elevated n latex flc lambda results on an atellica neph 630 instrument. Quality controls (qcs) recovered within ranges at the time of the event. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number (B)(4). The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of a falsely elevated n latex flc lambda result on an atellica neph 630 instrument. The sample was repeated for troubleshooting purposes with the n latex flc lambda reagent on the same instrument. The repeat result was also elevated and considered erroneous and therefore not reported. The sample was repeated with an alternate reagent on the same instrument and this result was lower than the erroneous results and aligned with the electrophoresis immunofixation results. The repeat result with the alternate reagent was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated n latex flc lambda results.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00038 on 24-sep-2024. MDR 9610806-2024-00039 was filed for discordant results with another analyte (n latex flc kappa) with the same patient sample. Additional information 26-sep-2024: siemens investigation has concluded. Based on a review of the available information, the root cause of discordant n latex flc lambda results on the atellica neph 630 compared to an alternate reagent on the same instrument and electrophoresis immunofixation could not be identified. No other discordant results were obtained for n latex flc lambda, and calibration as well as quality control (qc) data were valid. These observations suggest a single event for one single patient sample result. Information provided in the report from the customer indicates the affected sample was collected on (B)(6) 2024 and stored for 13 days at 2 to 8 °c before testing the sample for the first time on (B)(6) 2024. The guidance for sample collection and handling provided in the n latex flc lambda IFU states that samples should be stored for no more than 5 days at 2 to 8 °c. The customer's sample handling violates the guidance in the IFU. No assay performance issue could be identified. The probable cause of the discordant results is consistent with a sample integrity issue possibly caused by inappropriate sample handling; however, the root cause cannot be clarified due to lack of information to prove the sample handling was the cause of the issue. The customer is operational. The n latex flc lambda lot 473290a is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.